Event description:
The patient had pcom, when the physician advanced the coil via microcatheter, but found it cannot be advanced. Changed another one to complete the procedure. Additional information received from the affiliate indicated that the coil got stuck at the tip of the microcatheter during procedure. The coil was safely withdrawn by replacing the microcatheter and the procedure was completed with no stretching or unintended detachment noted. No patient injury was reported. The microcatheter used was ev3 echelon 10 and the target site was pcom. Adequate continuous flush was maintained through the microcatheter. No patient injury was reported.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The deltapaq cerecyte microcoil 2.5 mm x 6 cm could not be advanced through the ev3 echelon 10 microcatheter. The coil got stuck at the tip of the microcatheter it was safely withdrawn with replacement of the microcatheter. There was no stretching or unintended detachment of the coil noted. The coil was changed to another one to complete the procedure. There was no patient injury. The target site was the posterior communicating artery. An adequate continuous flush was maintained through the microcatheter. The device was returned along with the echelon microcatheter. The coil was protruding through the proximal diameter of the introducer and through the cutout section of the resheathing tool. The proximal end of the coil unraveled out of the distal solder section with severe stretching of the proximal coil. The distal section of the coil is undamaged. The inner lining of the noncodman echelon 10 microcatheter was found tightly wrapped around the distal tip of the coil device positioning unit (dpu) extending down to the distal end of the coil. Based on the analysis, the most likely root cause of the coil becoming stuck inside the microcatheter was due to the separation of the inner lining of the returned echelon 10 microcatheter. The separated inner lining became entangled around the distal tip of the device positioning unit (dpu) at the articulating junction. This stopped the coils advancement by anchoring the coil. When the coil was retracted for removal, the proximal end of the anchored coil stretched and unraveled out of the soldered junction. This also resulted in the complete separation of the microcatheter's inner liner section that was found attached to the dpu. The exact circumstances that caused the inner lining to separate from the microcatheter cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis of the returned deltapaq cerecyte microcoil and concomitant noncodman echelon microcatheter, it appears that the separation of the inner lining of the microcatheter caused the inability to advance the coil. Entanglement of the coil with the microcatheter's inner lining resulting in anchoring of the coil appears to have then caused the damages noted on the returned coil. With review of the analysis and device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.